Event description:
It was reported that the patient had complaints of chest-pain. Perforation was observed via x-ray. The system was explanted and a heart repair was performed. The patient was doing fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.